Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a home patient (hp). On an unreported date, the hp made a mistake described as break in aseptic technique. On (B)(6) 2012, the hp experienced peritonitis. The hp was not hospitalized for the peritonitis event. On an unreported date, the hp began remedial treatment for the peritonitis with monocef (250mg ip bid). It was not reported if the hp received re-training on proper aseptic technique. It was not reported if the hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.